Event description:
User facility reports programmable vp shunt valve placed in 2001. Valve changed its pressure setting from the preset value of 150 down to a pressure setting of 50 mm of water. Valve removed and replaced 2001. Following telephone notification by the user facility, the attached user facility medwatch report was received in the mail.